Manufacturer narrative:
Combination product: yes. The returned instrument with its packaging was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument and its packaging revealed that the cardboard box has been roughly opened. On the back side of the sterile pouch, in the corner of the finger punch hole, a 15 mm long tear is present. Several deep scratches were observed nearby, orientated in several different directions. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During the outer packaging process, the inner packaging is inspected (100 percent control) for tears and holes, where no damages are accepted. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Upon opening the orsiro mission box, the sterile package already had a tear and a scratch at the back.

Manufacturer narrative:
Combination product: yes.